Event description:
The atrial septal defect was measured at 29.2mm by angiography and balloon sizing was the same, the physician decided to use a 30mm occluder. The implantation was successful, however, 2 hours after the implantation, the pt was diagnosed of vpc and the device embolized at the pv site. The pt was treated with surgery operation and is fine now.

Manufacturer narrative:
Device examination by aga's research and development scientist found no abnormalities; investigation verified the device met dimensional specs. Since being notified of the event, aga medical has requested additional information on 7/11/2006, 7/28/2006 and 8/9/2006. As of the filing of this report, no additional information has been received by aga medical.